Event description:
The consumer reported having swabbed their nose with the nasal swab after having inserted it into the test card of the binaxnow covid-19 antigen self-test which the reagent had been added to. The consumer did not report any effects of being exposed to the reagent. No additional information was received.

Manufacturer narrative:
Investigation summary: customer called in to report that they swabbed their nose with buffer solution while testing with binaxnow self-test. Technical service educated the customer on how to retest themself using the correct procedure. Technical service provided the safety data sheet (sds) to the customer and no further action is required. The product will continue to be monitored and tracked.